Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the initial surgery date and indicates that the revision procedure took place on (B)(6) 2014. It further suggests that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the initial surgery date and indicates that the revision procedure took place on (B)(6) 2014. It further suggests that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2008 left hip revision operative report noted the presence of fluid, metal-on-metal reaction changes and fibrosis. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Corrected data: event description ¿ revision procedure took place (B)(6) 2014.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the initial surgery date and indicates that the revision procedure took place on (B)(6) 2014. It further suggests that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2014 left hip revision operative report noted the presence of fluid, metal-on-metal reaction changes and fibrosis. The modular head and taper adapter were removed and replaced.